Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, january 15, 2015. Device is currently unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.